Event description:
Initial result for a patient calcium was 10.6 mg/dl. When repeated, the results were 8.46, 8.75 and 8.31 mg/dl. The incorrect results were not reported. The field service representative was unable to determine a cause for the discrepancy.